Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable was not charging pump battery. Customer changed the cable to resolve the issue. There was no reported averse impact to customer's blood glucose.